Manufacturer narrative:
Device evaluated by manufacturer - the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
It was reported that during a coronary stenting treatment procedure, a vessel perforation occurred. The patient presented in the emergency room with stable angina and having a myocardial infarction with st elevations. The lesion was located in a first diagonal artery. A 2.0x15mm apex balloon was advanced to the lesion and inflated to 8 atms for 15 seconds. A vessel perforation was noted. A pericardiocentesis was performed and the patient was placed on oxygen. The balloon was reinflated to 2 atms for approximately ten minutes to treat the perforation. A 3.0x16mm non bsc stent was advanced in order to treat the perforation, but dislodged in the proximal left anterior descending artery. An intra-aortic balloon pump was inserted and the patient was then sent to surgery. No further patient injuries or complications occurred. Patient status is satisfactory.